Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted on (B)(6) 2011 and 5086mri45 lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high rv defib lead impedance on the right ventricular (rv) lead, which triggered an impedance warning. The rv lead remains in use. No patient complications have been reported as a result of this event.